Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal did not open after it was delivered in the aorta. A replacement device was used to complete the procedure. There were no patient effects. Product is returning.

Event description:
Customer reportedly received results of 204 mg/dl and 86 mg/dl within 10 minutes on the performa system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).